Event description:
Additional information was received from the hospital. The hospital reported that no causal relationship was identified, nor was there any suspicion that the patient's death was related to the reported device-related incident. No autopsy was performed.The hospital further reported that the patient had multiple hematomas and there was a clinical suspicion of sepsis.Based on the information currently available, there is no evidence to suggest that the patient's admission to the intensive care unit (ICU) or subsequent death was related to the reported device-related event.Accordingly, the clinical assessment has been revised to focus on the confirmed event-related injuries. These injuries consisted of bruising beneath the armpits and multiple hematomas, which are consistent with minor localized soft tissue trauma.

Event description:
ARJO WAS NOTIFIED OF AN INCIDENT INVOLVING A SARA 3000 ACTIVE LIFT. DURING THE TRANSFER, THE PATIENT REMAINED SUSPENDED IN THE SLING FOR APPROXIMATELY 30 SECONDS. DURING THIS TIME, THE SLING COMPRESSED UNDER THE PATIENT¿S ARMPITS AS THE LIFT ARMS CONTINUED TO RISE TO THE HIGHEST POSITION. THE TRANSFER WAS PERFORMED ABOVE THE BED AND CONDUCTED IN THE PRESENCE OF TWO NURSES. NEITHER THE EMERGENCY STOP NOR THE EMERGENCY LOWERING FUNCTIONS WERE ACTIVATED. THE PATIENT WAS ULTIMATELY RELEASED AFTER ALL CONTROL BUTTONS WERE PRESSED AGAIN. AS A RESULT OF THE INCIDENT, THE PATIENT SUSTAINED BRUISING UNDER THE ARMPITS. IT WAS REPORTED THAT THE PATIENT REQUIRED A SURGICAL PROCEDURE; HOWEVER, NO ADDITIONAL CLINICAL DETAILS REGARDING THE NATURE OF THE INJURY OR THE PROCEDURE WERE PROVIDED. THE PATIENT WAS TRANSFERRED TO THE INTENSIVE CARE UNIT ON (B)(6) 2026 AND SUBSEQUENTLY PASSED AWAY ON (B)(6) 2026.

Manufacturer narrative:
Annex B1, B2, B5, F10 corrected.